Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service alarm issue. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/24/2016 with the following findings: a review of the alarm history showed a call service 088 alarm. The pump powered on properly with no alarms. The pump was exercised for 24 hours and no call service alarms were received. Unrelated to the original complaint, the display was dim with a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).